Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded keypad traces.

Event description:
The customer reported via phone call that their insulin pump had button error. The patient¿s blood glucose level was unknown at the time of the 147 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.